Event description:
It was reported artifacts were observed via stored electrograms during follow up. The artifacts were reproducible with left arm movements. No issues were seen with the lead. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of noise was confirmed via review of stored electrograms. Device functionality was normal when tested on the bench and using automated test equipment. The cause of the reported noise was not determined.